Event description:
On (B)(6) 2022, it was reported by a competent authority via email that an ar-13995n scorpion needle tip broke off while being used during an operation. No additional information was provided. Additional information requested. Additional information provided 12/29/2022: the tip of the scorpion needle broke off while being used during an operation. The needle was removed and the case was completed by using a new device.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Since the complaint device was not returned, a physical evaluation of the device was not performed. However, the reported event is not confirmed without the device being returned or any photos provided. The most likely cause for the reported failure can be attributed to user error of the device, dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury.